Manufacturer narrative:
The instrument is currently performing within specifications. Per email contact from bec field service engineer (fse), the service call was cancelled and the operator in the lab replaced peristaltic pump #1 which resolved the issue. The root cause was a leaking peristaltic pump to bath 1. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak on the coulter lh 750 slide stainer instrument. The liquid leak was approximately 50ul. The material safety data sheet (msds) was not reviewed. The customer has an exposure control in place at the facility. The customer was wearing personal protective equipment (ppe) at the time of the event and there was no exposure to open wounds or mucous membranes. There was no death, injury or change to patient treatment attributed or associated with this event.